Event description:
It was reported that on (B)(6) 2022, the patient completed left ventricular assist device (lvad) implantation and received 1 unit of pack of red blood cells (prbc) in the intensive care unit (ICU) with an output of 630cc chest tube after surgery. But the patient's hemodynamics was complicated by hemorrhagic shock and was given 3 more units of prbcs and 1 unit of platelet with improvement in status. On (B)(6) 2022, the patient presented with decreasing in renal function with creatinine levels of 3.4 that initially responded to diuretics. But later, it was decided to start the patient on continuous renal replacement therapy (crrt) aiming to improve renal function and fluid overload removal. On (B)(6) 2022, the patient continued to require ventilatory support after six days post the implant. Additional information was received that the bleeding resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away due to multisystem organ failure on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The death was not considered to be device or therapy related. An autopsy was not performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, multiple organ failures/dysfunction, including respiratory and renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.